Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that an ICU rn, called requesting assistance for a gas loss alarm on a cardiosave hybrid during use. She reported the gas loss alarm had alarmed one time, and she had troubleshot the alarm by pressing the iab fill key, which resolved the alarm. She verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. She reported the patient was on the ventilator, coughing frequently and the patient¿s heart rate was consistently in the 110s. The engineer reviewed the proper troubleshooting steps and the nature of the alarm with felica and explained that it was most likely triggered by the above clinical factors. The engineer provided her their direct phone number and asked her to contact them should the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. The engineer collected product surveillance information. No patient harm or injury reported. The ICU nurse appreciated the support provided and had no other questions.

Manufacturer narrative:
Additional reporter information: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm. No patient harm or injury was noted.